Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("heaving bleeding / abnormal genital bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was oral contraceptive nos for contraception from 2003 to 2008. On (B)(6)2008, the patient had essure inserted. In 2009 she experienced genital haemorrhage (seriousness criterion intervention required), vaginal haemorrhage ("vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). In 2015 she experienced pelvic pain ("extreme, debilitating pelvic pain / pain"), abdominal pain lower ("cramping / right lower abdomen pain") and dysmenorrhoea ("dysmenorrhea (crampimg)"). Essure was removed on (B)(6)2022. An unknown time later she experienced anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): results: full occlusion and proper placement confirmed. Quality-safety evaluation of ptc: for essure: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. The most recent follow-up information incorporated above includes data received on: 02-may-2023: reporter added, non drug treatment notes, reference section updated. Fu mark significant due to imdrf code error. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding/ abnormal genital bleeding") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of stress incontinence, dysplasia cervical recurrent, migraine, arrhythmia and hypertension on (B)(6) 2022. The only concomitant product mentioned was oral contraceptive nos for contraception from 2003 to 2008. On (B)(6) 2008, the patient had essure inserted. In 2009 she experienced genital haemorrhage (seriousness criterion intervention required), vaginal haemorrhage ("vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). In 2015 she experienced pelvic pain ("extreme, debilitating pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhoea (cramping)"). Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain lower ("cramping/ right lower abdomen pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy tot sling, cystoscopy). At the time of the report, the outcomes for genital haemorrhage, pelvic pain, abdominal pain lower, anxiety, depression, vaginal haemorrhage and dysmenorrhoea were unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): results: full occlusion and proper placement confirmed [pathology test] on (B)(6) 2022: surgical case record: pre-procedure vital signs: height ft 5; height in 4; weight kg 69.300; bmi:26.2. Pathology specimen report: final diagnosis: cervix, uterus, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with focal high grade squamous intraepithelial lesion (hsil/ cin ii) and low grade squamous intraepithelial lesion (lsil/cin I). Endometrium with weakly proliferative endometrium. Myometrium with adenomyosis. Benign serosa. Fallopian tubes with no specific path gross description: a segment of coiled metal is identified within the proximal end of the right fallopian tube (proper placement). 2nd segment of coiled metal is identified within the proximal end of the left fallopian tube. Clinical information: squamous intraepithelial lesion of cervix. Specimens: uterus, cervix, fallopian tube. Quality-safety evaluation of ptc: for essure: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Reporter added, medical history added, lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.